Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message immediately upon powering on" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell modules, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and confirmed both load cell modules as defective, and the load cells were replaced to remedy the fault. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message immediately upon powering on. The customer attempted to clear message but was unsuccessful. No patient involvement.